Event description:
Technician alleged brakes would engage and hold, however, caster would still slightly swivel.

Manufacturer narrative:
Technician found wear / deterioration of caster. Tech replaced caster to resolve.